Manufacturer narrative:
(B)(4). The device will not be returned.

Event description:
It was reported that this complaint involved a (B)(6) female patient. At the time of the procedure, the patient was taking high osmolarity antibiotics without peripheral access and experiencing severe sepsis. In the surgical department, the doctor was able to perform a punction into the patient's right subclavian without issue, however upon removal, the swg unraveled. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this issue or occurrence. There will be no return of the sample complaint product as the patient in which the procedure was performed was contaminated with a resistant microorganism at the time of this procedure.